Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The available log files did not show a list of batteries used due to an older firmware version of the controller. However, log file analysis did not reveal any anomalies during the analyzed period. Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. However, the reported event could not be duplicated at the bench level. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to faulty internal cells. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01304, 01305, 01306 and 001307) submitted for devices related to the same event.

Event description:
It was reported that the patients batteries are not switching over on the controller when one becomes discharged. He gets audible alarm but power does not switch over. The site exchanged all four batteries. There was no consequence to the patient and the new batteries resolved the issue. No additional information is available.